Event description:
In 2008, it was reported to boston scientific corporation that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure. The procedure was completed with another prolieve thermodilatation kit. No pt complications were reported as a result of this event. The pt's condition was reported as "fine." Three months later, investigation results revealed that water was leaking from the compression balloon, therefore, making this a reportable event.

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. A product evaluation is pending; results will be provided in a follow-up medwatch report.